Event description:
It was reported the rigid video scope had green image noise and a b30 error displayed. The issue was found during the reprocessing of the product. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and one of two reported failures was confirmed. "Green image noise" could not be confirmed, however, "error b30" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and the video cable is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore error b30 occurs. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had green image noise and a b30 error displayed. The issue was found during the reprocessing of the product. There were no reports of patient involvement.